Event description:
The customer reported the surgeon implanted an 13.2mm vticmo13.2 implantable collamer lens on (B)(6) 2014 in patient's right eye and excessive vault was observed. The lens exchanged for a shorter length lens and this resolved the problem. Patients last ucva was 20/20.

Manufacturer narrative:
Method: work order & medical review. Results: visual inspection of the returned product found the lens was returned dry with no visible damage. A len work order search was performed and there were no similar complaints found. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). A higher than ideal vaulting in the absence of sign and/or symptoms does not need an exchange. However, the surgeon may decide to exchange if he determines that this condition may affect the outcome of the patient's vision. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
The product is manufactured in u.s. But not marketed in the u.s. (B)(4).